Manufacturer narrative:
The investigation has been completed. The alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose (bg) was 380 mg/dl and ketones were present. Customer went to the emergency room and was treated with insulin. Bg lowered to 97 mg/dl; however, customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. Insulin treatment continued. Customer was discharged on (B)(6) 2019 with bg/dka resolved; there was no permanent injury. Customer alleged the pump was unreliable and reverted to using manual injections for insulin therapy.